Event description:
The clinician reported that over one year after the dental implant was placed in ada site 4 in the patient's mouth, the implant lost osseointegration in type iii bone. The clinician noted an infection, pain, implant mobility, bone loss and poor bone quality/quantity in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.